Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported, she is currently without stimulation. She stated, she has not used her scs system for approximately 6 months. When the patient currently tried to use her system, she was no longer able to communicate with her ipg using either the programmer or charging system. Follow-up information identified the patient was able to get her ipg to recharge but the programmer still wasn't communicating. A replacement was sent to the patient, which did not resolve the issue. Surgical intervention may be taken at a later date to address the issue.